Event description:
A past low blood glucose event was reported by the customer, with the lowest level noted at 40 mg/dl. The event occurred earlier in the day before contacting support, and the customer managed the situation by drinking 7 up, which resulted in an increase in blood glucose. Control-iq feature was active during the issue. There was no reported adverse impact to the customer¿s blood glucose level beyond this event, and further assistance was not required.